Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that the band was implanted in 2005, and had to be removed. The balloon was completely perforated. This was detected under x-ray. There were no other reported patient complications.